Event description:
Customer stated the insulin pump was not working. The device alarmed no delivery, customer did complete set change, and blood glucose at the time was 250 mg/dl. Device alarmed no delivery again at 4 am and blood glucose was 400 mg/dl. Customer reverted to the old insulin pump and blood glucose lowered from 424 to 155 mg/dl. Currently was 93 mg/dl. Customer stated the cannula was not bent. Customer declined troubleshooting just wanted a new device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.